Manufacturer narrative:
(B)(4). The service engineer evaluated the ventilator, verified the reported issue and replaced the graphic user interface (gui) printed circuit board (pcb) and backlight inverter printed circuit boards (pcbs), which resolved the reported issue. The ventilator then passed all performed tests and calibrations.

Event description:
It was reported that the ventilator had an inoperative graphic user interface display alarm during patient use. There is no reported patient harm, however, the patient was removed from the ventilator and ambu bagged until placed on an alternative ventilator.